Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began a couple of months prior to contacting lfs. The patient reported obtaining blood glucose readings of "217, 248 and 192 mg/dl" with the subject meter, performed more than 20 minutes apart. The time difference between the results exceeds lfs' criteria for a valid comparison. The patient informed the csr that she manages her diabetes with a fixed dose of insulin. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged inaccurate results; however, she reported developing symptoms of "nausea and felt sweaty" an unspecified time after the alleged issue began. The patient claimed she treated herself with food and drink in response to the symptoms. The patient denied that her blood glucose was tested with any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining the alleged inaccurate results with the subject meter.